Event description:
It was reported a home patient (hp) received a system error (se) 2240 (air in line) with a cascading se 2367 alarm on the homechoice (hc) while connected with an hc automated pd set with cassette during dwell 2 of 4. During troubleshooting with the technical service representative (tsr), there were no open clamps or unused supply lines, the lines had been properly primed before connecting and the patient did not disconnect prior to the alarm, the patient extension lines were not being used and bags were properly connected. There was nothing unusual noted about the supplies. The tsr reviewed proper procedures per the user manual with the patient and assisted the patient to start over therapy with new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up report will be submitted.